Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device did not open and was stuck on the tissue. No patient injury occurred.

Manufacturer narrative:
(B)(4). One used ls1037 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue. Visual inspection of the device found no defects. Mechanical testing confirmed the jaws opened and closed normally using the handle. The device was activated multiple times on simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was observed for each application and no sticking occurred. The investigation found the device to function normally and within specifications. A review of the device history records for this lot found no potentially contributing entries, and that it was released after meeting all quality specifications.